Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. Unit powered on properly and no missing segments/partial display was noted. Unit passed the self test. Unit was downloaded using thus software. No unexpected alarms noted during testing or during adapt download history review. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. During microscopic inspection, no moisture damage or anomalies were noted. Unit also received a battery tube threads - cracked, cracked belt clip rails, cracked case-corner of belt clip rails, minor scratched lcd window and scratched case. In conclusion, customers concern was not confirmed when no missing segments/partial display was noted. Unit functioned properly. Customers allegations for cosmetic allegations were confirmed during visual inspection when minor scratched lcd window was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced missing segments/partial display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1712kl. Troubleshooting was not performed. Customer reported an issue with the pump display. No harm requiring medical intervention was reported. The customer will not continue to use the device. Mmt-1712kl was requested and customer response was the device will be returned.